Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the permanent implant procedure the physician was unable to advance the lead into the epidural space and came across an obstruction. Reportedly, the lead partially fractured upon removal from the epidural space. Subsequently, the case was completed and the patient is receiving effective coverage with the one implanted lead.